Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. Lens opacity and low vault were noted on (B)(6) 2010. The lens was explanted, cataract surgery was performed and an iol was implanted. Patient's last bcva was 20/20.

Manufacturer narrative:
(B)(4).